Event description:
Tie-down had eroded through the pt's skin. It was initially reported that the pt had subsequently developed an infection at the neck incision site. Further follow-up revealed the pt was taken to the operating room due to the erosion of the tie-down through the neck incision. The site was irrigated and the tie-down was removed. Physician prescribed antibiotics but indicated that they did not feel that it was infected. Pt was seen by physician and reported that there was still some purulent material that was seeping from the neck incision. Upon evaluation, the incision was dry but a small area of granulation tissue was noted protruding through the incision (about 4 or 5mm). Physician could not express any purulence. The pt indicated that they would like the device removed because the generator was hurting their breast and they no longer wished to continue with the vns therapy.